Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT showed a proximal type I endoleak. There was a posterior neck bubble 5-6mm distal to the renal arteries. This appeared to be the site of the type 1a endoleak; the aneurysm is currently 65 mm in diameter. The physician placed 2 coils in the expanded area, followed by a covered stent and aptus endoanchors. The endoleak was resolved. The physician stated that the cause of the event was anatomy; aortic neck expanded, with bubble like appearance. No additional clinical sequelae were reported and the patient is fine.